Event description:
During intra-op of bilateral robotic inguinal hernia repair with mesh, the robotic monopolar scissors broke inside patient's abdominal cavity. It stopped working and the wires on the tip were showing out. The broken scissors were removed from patient. Another robotic monopolar scissors was opened and used immediately. Surgery proceeded as indicated. No harm done.